Manufacturer narrative:
For all the devices, lot numbers were not provided and lot history reviews were not performed. All seven devices were not returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions. For seven malfunctions, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model unknown filter vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. This malfunction involved seven patients with no consequences. Of the seven patients, seven patients' ages were reported to be between 32-73 years, and three patients were reported as male, and two patients were reported as female. All other patient details were not provided.